Event description:
On (B) (6) 2006 - tsr (B) (6) reported that there were no injuries due to the ppm alarming, but not placing a nurse call. He said that this was happening on the 1st floor only. Due to no injury being reported, I am not paging a field investigation. Pre notification will be sent on end of week report on (B) (6) 2006. On (B) (6) 2006 - (B) (6) alleged that the ppm will arm and alarm, but a nurse call is not sent to the nurse's station. Sum - tsr (B) (6) found that the beds on the 1st floor had the wrong communication installed (product number p379e138c). Al installed the correct communication cable (product number p379u30a) on this bed. He reported that the nurse call and ppm functioned properly with the correct communication cable installed.